Manufacturer narrative:
It is unknown to what extent the bard/davol flat mesh (device #2) may have caused or contributed to the reported event. It is alleged the patient experienced pain, swelling, hernia recurrence, bowel injury, additional surgery. The bard/davol flat mesh (device #1) "appeared to be an overlay piece of mesh and it was removed in its entirety.¿ recurrence is a known inherent risk of surgery, and recurrence and inflammation are listed in the instructions-for-use a possible complication. No sample was returned for evaluation. With the currently available information, no definitive conclusion can be drawn. This emdr represents the bard/davol flat mesh (device #2). A separate emdr is submitted for the implanted bard/davol composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Note: not returned to manufacturer.

Event description:
The following was alleged by the patient's attorney per medical records: (B)(6) 2006: the patient was diagnosed with a ventral hernia and underwent repair with implant of a bard/davol flat mesh (device #2) and a bard/davol composix kugel (device #1). On (B)(6) 2014: the patient presented to the hospital with complaint of abd pain and was diagnosed with an acute diverticulitis episode and was managed conservatively at the hospital. On (B)(6) 2015: the patient was diagnosed with sigmoid colon stricture with cecal ischemia secondary to cecal ischemia, serosal injuries to cecum times three, ventral hernia and underwent an exploratory laparotomy with sigmoid colon resection, colostomy creation, mobilization of splenic flexure, repair of colon injury to cecum, removal of abd wall mesh (device #1 and device #2) totaling 400 cm², and placement of superficial vacuum-assisted closure dressings. Per the operative report details, ¿immediately, a large piece of prolene mesh (davol flat, device #2) was encountered. There was no way to dissect around the prolene mesh as it extended laterally for some distance. The mesh was opened up along the midline and dissection continued inferiorly being sure to remove the greater omentum off the anterior abd wall. Ultimately, an entire laparotomy incision was created through the mesh (davol flat, device #2). In the process of this, an inner layer of gore-tex mesh (ck) was also identified. Anterior abd wall was dissected off of the abd viscera throughout the abd. The colon had been entered within the abd and there were significant quantities of exposed mesh. I thought that this would create a situation where mesh infection would be highly likely. Therefore, I elected to remove the abd mesh so that this risk was eliminated. There was an inner layer of gore-tex mesh (composix kugel, device #1), which was dissected free from the abd wall. The piece of prolene mesh (davol flat, device #2), which had been split, was also dissected free from the abd wall. This appeared to be an overlay piece of mesh and it was removed in its entirety.¿ on (B)(6) 2015: the patient had follow up office visit and noted to ¿be doing well, ostomy working without issues.¿